Manufacturer narrative:
A data review was done and no abnormalities were found that would have caused this adverse event.

Event description:
Patient developed burns after treatment. The treating physician is going to use wet to dry dressings and supportive wound care until it heals.